Event description:
Co received information that the physician attempted to advance a balloon expandable coronary artery stent with delivery system with the protective sheath prematurely retracted. The stent subsequently became dislodged from the balloon catheter and was retrieved from the patient's femoral artery by use of a mini-snare device.